Event description:
It was reported that the customer had a problem with the sensor insertion site. The customer stated that they had a lot of pain after 24 hours of insertion. When they took the sensor out, there was a lot of blood; there was a trickle down the customer's arm. The customer also stated that there was a bump where the sensor was. When the customer removed the sensor they noticed that the needle was bent almost in half. The customer's blood glucose was unknown. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.